Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 275cc saline prosthesis experienced deflation on the right breast prosthesis post procedure, confirmed by visual examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
On 11/27/2018, the mentor failure analysis lab received the device for evaluation. Also on 11/27/2018, mentor learned that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel prostheses on (B)(6) 2018; catalog # 3504254bc, s/ns (B)(4) (l) and (B)(4) (r). The device evaluation was completed on 12/3/2018. Summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. A rent was discovered within the crease measuring approximately 0.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) of lot number 5933759 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information that the patient underwent capsulotomy and partial capsulectomy during removal and replacement of breast prostheses. (B)(4).